Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Section d information references the main component of the system and other applicable components are: product ID 8781 lot# serial# (B)(4) implanted: (B)(6) 2015 explanted: (B)(6) 2016 product type catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was receiving dilaudid at an unknown concentration and dose via an implantable pump for non-malignant pain and chronic low back pain. It was reported that a patient died on (B)(6) 2016. It was stated that the ¿pump was really what killed the patient¿. It was reported that the managing healthcare provider (hcp) never checked the injection site and the patient developed an infection in their back. The consumer blamed the hcp and not the devices necessarily. It was reported that the necrosis on the patient¿s back was so bad that he could see the patient¿s backbone and catheter when he shined a flashlight on their spine. The patient eventually had the pump and catheter explanted in an emergency surgery. After the explant, the patient began vomiting, wouldn¿t eat, went into cardiac arrest, and was eventually put on life support for three or four days before the patient was removed from life support. The patient died shortly thereafter. The death was thought to be related to the device or therapy. The patient developed the infection in (B)(6) 2016 and the patient died two months later. The pump and catheter were explanted on (B)(6) 2016. The consumer did not know where the devices were for sure or if they would be returned.